Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 161470, oxf twin-peg cmntd fem lg PMA, 317380; 154725, oxf uni tib tray sz d rm PMA, 317560. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00531, 3002806535-2018-00530. Product location unknown.

Event description:
It was reported that a patient underwent right knee surgery. Subsequently, post-operative pain and other experiences were reported at the follow-up visits: some problems walking, unable to perform usual activities, pain in bed most nights, difficulty performing usual work, moderate difficulty going down stairs, limping, and moderate difficulty kneeling. At the 1-year follow-up, the complication, assistive device effect: patella tendonitis, was reported. At this time there is no indication of surgical delays or medical intervention. Attempts have been made and additional information on the reported event is unavailable.